Event description:
Resident had a bed alarm to help notify staff if pt attempted to rise. Alarm did not sound. Upon investigation it is noted that the connection from the strip to the monitor has a broken connection. MFR states this can cause the alarm not to sound.